Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. The customer followed the instrument manufacture's guidelines for result management and repeated the results in question. The "greyzone" result (according to the customer) repeat analysis was performed on 2 separate analyzers which adequately replicated results on 3 separate samples. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that after use there were erroneous results with an unspecified blood collection tube. The following information was provided by the initial reporter: (3 of 3). It was reported that there was a hbsag issue. I am looking to see if I can get the lot number on the tubes utilized. We had three separate samples. We ruled out patient misidentification. (B)(6) ¿ nonreactive.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that after use there were erroneous results with an unspecified blood collection tube. The following information was provided by the initial reporter: (3 of 3) it was reported that there was a (B)(6) issue. I am looking to see if I can get the lot number on the tubes utilized. We had three separate samples. We ruled out patient misidentification. On 7/20 ¿ (B)(6).